Event description:
Rn couldn't pull anything from the balloon. Rn had to reposition the patient, tilt the bed and slightly tug on the foley to be able to get anything out. Eventually rn was able to pull the whole 10 ml